Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the consumer not seeing the way she should and cannot see up close. Additional information has been received stated that she is happy with driving and night driving vision. It was much improved. She was not able to read small print in books or read her computer. No further information available.